Event description:
It was reported that the patient reported tones heard from this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was seen at the hospital and the beeping sound was heard thirteen times. The device was attempted to be interrogated but it was not possible. The device was replaced immediately and will be returned. The tones were heard until the device was explanted. After the device was explanted it was not possible to hear tones, but it was still not possible to interrogated the device with the programmer. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was not responsive to a magnet and was unable to communicate using radio frequency (rf) telemetry. The case of the device was opened, and it was found that the battery had depleted to 1.7 volts. The battery was removed, and an external power supply was attached. The rf crystal was tested and was not operating as expected. The identified behavior of the crystal caused the device to be in a continuous reset loop and depleted the battery. A known good crystal was soldered in parallel with the existing crystal and the device powered up normally. Rf communication was established, and the device functioned normally. The known good crystal was removed, and the device returned to the reset loop and there was again no rf communication. Analysis concluded that the reported clinical observations as well as the inability to establish rf telemetry or elicit a magnet response that was noted in the laboratory setting was the result of a product performance issue with an rf crystal component within the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient reported tones heard from this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was seen at the hospital and the beeping sound was heard thirteen times. The device was attempted to be interrogated but it was not possible. The device was replaced immediately and will be returned. The tones were heard until the device was explanted. After the device was explanted it was not possible to hear tones, but it was still not possible to interrogated the device with the programmer. No additional adverse patient effects were reported.